Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h3, h6, h10. Visual examination of the provided pictures identified the tip of the driver fractured off and the tip is shown in the picture. Bio-debris is noted to the device. No further evaluation can be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that the screw driver broke while trying to remove proximal body trial from definitive arcos sts. There was a 15 minute delay. Fragment that fell in patient was retrieved. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis, as it¿s location is not known. However, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. H3 other text: device was discarded.